Event description:
Reporter indicated that a vns patient presented voice alteration immediately after device implantation surgery. Upon medical examination, it was found that the patient's left vocal cord was immobile. The follow up seven months later revealed minimal activity of the left vocal cord which would possibly demonstrate early recovery of the vocal cord paresis. The reporter indicated that the patient's device was programmed on and the vocal cord paresis did not appear to be affected by device stimulation. Good faith attempts to obtain additional information such as patient implant information have been unsuccessful to date.

Manufacturer narrative:
Laryngopharyngeal dysfunction from the implant vagal nerve stimulator. Zalvan, c. Et. Al. The laryngoscope 113. February 2003: pp. 221-225.